Manufacturer narrative:
Concomitant medical products: 1158t lead implanted: (B)(6) 2011, t510c29 tissue valve implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery longevity changed from over one year to about five months remaining in a period of only three months. The left ventricular capture management feature had adjusted the output, as appropriate, when a competitor lead had variable threshold. The feature may be inactivated and the device remains in use. No patient complications have been reported as a result of this event.